Manufacturer narrative:
The investigation determined that discordant, (B)(6) vitros ahbc results were obtained from multiple patient samples when tested on a vitros 5600 integrated system and three vitros 3600 immunodiagnostic systems. The results were discordant compared to (B)(6) ahbc results obtained from an abbott method. A definitive cause of the discordant, (B)(6) vitros ahbc results was not established. Method to method differences between the vitros ahbc reagent and the abbott ahbcii assay cannot be ruled out as a contributor to the event. It is possible that the vitros ahbc reagent is a less sensitive method for testing for antibodies to the (B)(6) core antigen, owing to the higher vitros ahbc results that breach the IFU interpretation for a (B)(6) result. A vitros ahbc reagent issue is an unlikely contributor to the event, as quality control results before and around the time of the event were within acceptable guidelines on all four vitros instruments. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros ahbc lot 2420 and vitros ahbc lot 2430. There was no indication of a vitros instrument malfunction however diagnostic within run precision testing was not completed to evaluate the performance. Therefore, a vitros 5600 or 3600 system issue cannot be entirely ruled out. Pre-analytical sample processing could not be ruled out as contributing to this event, as it is unknown if the patient samples were prepared in accordance with the tube manufacturer¿s recommendations. Turbidity in patient samples can affect vitros ahbc results. However, turbidity can be ruled out as a cause of the event, as the turbidity index for each patient sample did not indicate that samples were turbid. Additionally, non-specific antibody interference cannot be ruled out as a contributor to the event. Vitros ahbc testing could not be carried out using nabts as there was no patient sample remaining. It is possible that an unknown interferent was causing (B)(6) vitros ahbc results, although this could not be determined. The (B)(6) vitros ahbc results were not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event.

Event description:
On (B)(6) 2019, a customer contacted the ortho (ortho clinical diagnostics) technical solutions centre (tsc) to report discordant, (B)(6) vitros anti-hbc (ahbc) results when testing multiple patient samples on a vitros 5600 integrated system and three vitros 3600 immunodiagnostic systems. The result were discordant when compared to the (B)(6) results tested on an abbott architect system. The first event occurred (B)(6) 2019. Vitros ahbc lot 2420 results: patient 1 vitros ahbc result of (B)(6) vs the abbott result of (B)(6). Patient 6 vitros ahbc result of (B)(6) vs the abbott result of (B)(6). Vitros ahbc lot 2430 results: patient 2 vitros ahbc result of (B)(6) vs the abbott result of (B)(6). Patient 3 vitros ahbc result of (B)(6) vs the abbott result of (B)(6) patient 4 vitros ahbc result of (B)(6) vs the abbott result of (B)(6). Patient 5 vitros ahbc result of (B)(6) vs the abbott result of (B)(6). Patient 7 vitros ahbc result of (B)(6) vs the abbott result of (B)(6). Patient 8 vitros ahbc result of (B)(6) vs the abbott result of (B)(6). Patient 9 vitros ahbc result of (B)(6) vs the abbott result of (B)(6). Patient 10 vitros ahbc result of (B)(6) vs the abbott result of (B)(6). Patient 11 vitros ahbc result of (B)(6) vs the abbott result of (B)(6). Patient 13 vitros ahbc result of (B)(6) vs the abbott result of (B)(6). Patient 14 vitros ahbc result of (B)(6) vs the abbott result of (B)(6). Patient 16 vitros ahbc result of (B)(6) vs the abbott result of (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The discordant results were obtained on multiple different patient samples. The results were not reported outside of the laboratory and there was no allegation of patient harm. This report is number 7 of 10 MDR¿s for this event. Ten (10) 3500a forms are being submitted for this event as 10 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).